Event description:
A hospital in (B)(6) reported that two rt040 full face masks had a "lack of seal" and the "silicone did not fit," causing a "large leakage" during patient use. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the complaint mask was returned and visually inspected. Results: the visual inspection revealed evidence that glue had been correctly applied and the seal correctly inserted in the mask base. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we are unable to determine the root cause of the separation as the seal and base of the returned complaint mask had been separated prior to receipt. Our visual inspection of the device shows that the mask was assembled and glued properly, so there is no indication that the seal separation was related to a manufacturing defect. During production, (B)(4) to ensure they meet or exceed the required detachment force, before the assembled product can be released. (B)(4).

Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(4) reported that two rt040 full face masks had a "lack of seal" and the "silicone did not fit", causing a "large leakage" during patient use. No patient consequences were reported.